Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection of the device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 590cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had routine mammogram imaging performed and results indicated a small cluster of benign cysts in the left breast with evidence of a ruptured left implant. During a physical exam, she was diagnosed with asymmetry between the breasts and bilaterally ruptured implants. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2025. This report is for the right breast prosthesis.